Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited early battery depletion, the right ventricular (rv) lead exhibited t-wave oversensing (twos) and variable r waves. The right atrial (ra) lead exhibited variable p-waves. The ipg was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.